Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation.

Event description:
Procedure performed: lap chole. "Clip fell off and wouldn't hold ligated vessel. Doctor preloads clip and then skeletonizes artery and duct, while doing so the clip comes slightly loose. When he goes to close the clip, it falls off of the jaws. Clip still closes, but is not as sturdy. Doctor says that the clip retention is weak on more adenomas ducts." Received additional information via email on 17aug2018, applied medical account manager associate: procedure ended well - patient had no issues anatomically. The clip fully loaded into the jaws upon actuation. When it was time to ligate, the trigger was squeezed "plastic to plastic". The surgeon used the clip applier jaws to skeletonize the tissue while the clip applier was preloaded. The clip closed on both ends. However, some clips would slide off of the artery & duct. This would happen after the clip had been preloaded and used to skeletonize. The issue was initially observed when the first clip was loaded. It occurred again twice. Initially the clip properly seated into the jaws. But when it was preloaded and used to skeletonize it would fall off of the tracks in the jaws and scissor when surgeon squeezed plastic to plastic. Patient status: patient had no issues anatomically.

Event description:
Procedure performed: lap chole "clip fell off and wouldn't hold ligated vessel. Doctor preloads clip and then skeletonizes artery and duct, while doing so the clip comes slightly loose. When he goes to close the clip, it falls off of the jaws. Clip still closes, but is not as sturdy. Doctor says that the clip retention is weak on more adenomas ducts." Received additional information via email on 17aug2018, applied medical account manager associate: procedure ended well - patient had no issues anatomically. The clip fully loaded into the jaws upon actuation. When it was time to ligate, the trigger was squeezed "plastic to plastic". The surgeon used the clip applier jaws to skeletonize the tissue while the clip applier was preloaded. The clip closed on both ends. However, some clips would slide off of the artery & duct. This would happen after the clip had been preloaded and used to skeletonize. The issue was initially observed when the first clip was loaded. It occurred again twice. Initially the clip properly seated into the jaws. But when it was preloaded and used to skeletonize it would fall off of the tracks in the jaws and scissor when surgeon squeezed plastic to plastic. Patient status: patient had no issues anatomically.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit and the description of the event, it is likely that the reported event of a clip falling off of a vessel was caused by the user preloading a clip into the jaws and then using the jaws to skeletonize tissue. The IFU states "excessive tissue manipulation with the clip applier may result in clip dislodgement." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.